Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient is on a wheel chair and is resides in a nursing home. The aneurysm measured 72 mm x 69 mm in diameter. The neck is 17 - 19 mm in length and is 22 mm in diameter proximally and distally with 52 degree angulation. The vessels were extremely tortuous. It was reported that when the stent graft was deployed the gate deployed posterior and they tried for approximately 30 minutes to cannulate the gate but were unable to do so. The physician decided to convert the device to an aui and placed a talent converter from the left side followed by a fem-fem bypass procedure. There were no endoleaks. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (anatomy related; extremely tortuous vessels). Inherent risk of procedure (fem-fem bypass). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; extremely tortuous vessels).